Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: investigation summary: the device was received and evaluated at the service center. The reported complaint that the pump stopped working, was confirmed. It was found that the pump had an internal worn gear and a broken door. The defective components were replaced and the device was repaired, tested and found to be working according to specifications. User mishandling is the most probable root cause of the broken door. The worn gear is a result of prolonged usage of the device over time. The defective components of the device would have caused the device to not function as intended as reported by the customer. This serialized device (serial : (B)(4)) was manufactured prior to the current manufacturer, therefore a DHR review cannot be performed since the original manufacturer no longer exists and therefore the manufacturer can no longer make any process correction or corrective actions if needed. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI:(B)(4).

Event description:
As reported by the sales rep via phone, the pump stopped working as reported by the facility. No other information was provided to the sales rep. No patient harm or delay reported.